Manufacturer narrative:
Here is the list of products under the purekit®gun mv system. Private label name: invictus® spinal cement system including: invictus® bone cement (listing d137190) purekit (listings d059456 and d059457). FDA product codes: ndn for d137190, oar for d059457, jdz for d059456.

Event description:
During a use of an invictus spinal cement system (private label of teknimed product purekit gun mv) on (B)(6) 2026, cement extravasation occured. The patient was admitted to the emergency room on (B)(6) 2026 with a pulmonary embolism. Teknimed was informed of this incident by the distributor on (B)(6) 2026.